Event description:
It was reported the customer experienced a low blood glucose of 30 mg/dl. Customer's mother reported the customer had been active and corrected for a high blood glucose prior to their low blood glucose event. The mother stated the customer was given a snack and did not bolus, causing their low blood glucose. Customer was treated with glucose tablets. It was also reported the customer had a sinus infection, causing their blood glucose to rise. It was also found the customer had low battery alarms and transmitter issues. The customer also had a damaged cannula with their sensor, leading to inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.